Event description:
The event was reported by customer from canada: "the housing for the power adapter has completely fallen apart; issue is the housing for the power adapter has completely fallen apart. Part# 16355002. Delay in therapy: no. Need for medical intervention:no."

Manufacturer narrative:
Q core medical ltd (manufacturer) is submitting the report on behalf of hospira.